Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the lenses did not unfold correctly. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is:(B)(4).